Event description:
It was reported that revision surgery was performed due to femoral neck fracture 6 weeks post-operatively. Only the femoral head component was revised, the acetabular cup involved remains implanted.